Event description:
The advocate stated, that the customer's glucose was tested after she fell one evening. Her glucose was tested 32 mg/dl using her breeze2 meter and she was showing symptoms of hypoglycemia. Paramedics were called and they tested the customer's glucose at 52 mg/dl using their meter. The customer was treated for low blood glucose, but she was not hospitalized. While attempting to troubleshoot the meter, the advocate discovered that some of the customer's test strips were expired. No other info could be provided about the event. Control solution was sent for further troubleshooting on the test strips that were not expired. No prod will be returned for eval.